Event description:
Customer reported hospitalization due to the insulin pump having a blank screen. Customer states that the blood glucose reading is 400-500 mg/dl. Nothing further reported. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on thec13/lcd isolation tape noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads. No cracks on the corner of the screen noted. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.